Manufacturer narrative:
(B)(4). Evaluation, results: moderate to severe thrombosis, mild angulation of the aortic neck. Evaluation, conclusion: moderate to severe thrombosis, mild angulation of the aortic neck.

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm, approximately one month ago. The proximal aortic neck had moderate to severe thrombosis, mild angulation and no calcification. The iliac arteries had mild calcification bilaterally. It was reported that the endurant bifurcated stent graft was deployed down to the end of the contralateral limb. The contralateral limb on the bifurcated stent graft was kinked, due to vessel thrombosis and the physician was unable to cannulate the gate. The physician fully deployed the ipsilateral limb and then advanced a guidewire up and over the bifurcation to snare the contralateral limb delivery catheter and pulled into the contralateral gate. The stent graft deployed without issue with the limbs crossed. The end result was excellent. No additional clinical sequelae were reported and the pt is fine.